Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: battery is not charging properly. Ac mains indication is present but still battery is not charging. Checked the machine with other battery but still same issue is repeating. Patient was shifted safely to another ventilator end user neglected the battery low alarm no health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: battery is not charging properly. Ac mains indication is present but still battery is not charging. Checked the machine with other battery but still same issue is repeating. Patient was shifted safely to another ventilator. End user neglected the battery low alarm. No health consequences or impact.